Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen via an implantable pump for unknown indications for use. It was reported that the patient had magnetic resonance imaging (MRI) on saturday and when they checked logs today they noticed a motor stall the day before (friday) that lasted about 10 minutes then recovered (in addition to the expected stall and recovery on saturday after MRI). The stall on friday was not associated with an MRI. Agent reviewed considerations around motor stalls and potential causes of stalls. Advised caller to ensure that the patient was aware of pump alarm tones in case pump were to stall again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and the patient via a company representative who reported that the reason for the motor stall and recovery on friday was unknown. The patient and physician were not aware of any magnetic exposure.